Event description:
It was reported that in the beginning of the gastric bypass procedure, when the blades of the scissor had contact with the tissue, the passive blade fell inside the abdominal cavity. It was retrieved.